Event description:
Information received indicates the brake casters are ratcheting from side to side when in brake.

Manufacturer narrative:
The technician replaced the four brake casters to repair the stretcher.